Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Patient age, gender, or weight cannot be provided due to regional privacy regulations. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: radiofrequency current versus balloon-based ablation for atrial fibrillation. American journal of cardiology. 2022;178:52-59. Doi: 10.1016/j.amjcard.2022.05.029. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding cryoballoon ablation for atrial fibrillation (af). The authors described one patient who experienced cardiac tamponade just after pulmonary vein isolation during the procedure. After pericardiocentesis, the patient recovered without sequelae. There were other patients who experienced transient and persistent phrenic nerve injury which were all asymptomatic and some resolved before discharge. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.